Event description:
The service visit at tallahassee memorial hospital was scheduled per (B)(4) within work order wo-00200320. During the site visit, the hybridization (hyb) heater required recalibration due to failing initial verification at setpoint 2. Field quality updated risk assessment question 2 to 'yes' since the setpoint temperature failed outside the accepted limits established by the verigene I assay temperature tolerance guard band risk report (03838).

Manufacturer narrative:
In review of all associated customer-provided documentation and internally generated investigation notes against the criteria set forth in document 00043 (medical device reporting standards operating procedure), this complaint does meet the requirements for an MDR in the countries where this product is sold or distributed. Filing individual MDR out of abundance of caution due to the remote possibility of a false result contributing to a death or serious injury.